Event description:
Valve remains implanted; however, during implant surgeon reported a tear within the canal of the suture distal, where one sews aorta and root. Repaired with several stitches. Patient was off heart lung machine, and heavy bleeding from repair seen with blood coming from aortic sinus. The patient returned to heart lung machine (hlm) and several sutures with teflon were added. Patient was well and tee showed a good functioning valve. No further information was provided.